Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was installed on (B)(6) 2013 at 6:00pm. On (B)(6) 2013 they noticed a leak at the connection site of the tubing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information. To date no response has been received. If additional pertinent information becomes available, the report will be updated.